Manufacturer narrative:
Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was report that an occlusion alarm occurred. Reportedly, the customer was using admelog insulin, tandem technical support educated the customer this is considered off label insulin. The customer went to the emergency room and subsequently hospitalized with a blood glucose level of 365 mg/dl with high ketones that were identified as life threatening by a healthcare provider. The customer was treated intravenously with fluids of saline, insulin. Potassium, dextrose, and antibiotics. The customer was released on with no permanent damage and issue resolved (B)(6) 2025. A systems check with tandem technical support verified the pump was functioning as intended.